Manufacturer narrative:
(B) (4): physio- control evaluated the device and verified the reported intermittent failure. Physio replaced the power pcb assembly and observed proper device operation thru functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly and was unable to duplicate the reported failure.

Event description:
It was reported that the device powers on/off by itself. There was no pt use associated with the event.